Manufacturer narrative:
Other device listed in this report: cat. No.: 6260-9-122, 22.2mm std lfit v40 head, lot code: 42717901; at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient was revised due to infection.

Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical information is for a cross related pi, that was submitted to a consulting clinician who confirmed that x-rays shows screw not placed in pelvis but deemed the information insufficient and rejected it for a medical review. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other similar events for the reported lot or sterile lot. Conclusions: the event could not be confirmed nor the source of infection as patient information, clinical history, and results of blood-work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient was revised due to infection.